Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion surgery at t3-12 due to adolescent idiopathic scoliosis (ais). I ntra-op, tip of the probe in the right side t3 pedicle was broken. Fragment of the instrument remaining in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis results: visual observation reveals that the tip of the probe has been sheared off and is missing from what appears to be overload. Hardness reveals that the probes are the proper hardness. This is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.